Event description:
Additional information received from the rep reported that good coupling and normal impedance were noted upon interrogation. Other causes for the pain, or new pain possibly not neuropathic in origin were discussed between the physician and patient.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that over the last four months the patient had experienced increase in charging and the battery depleting quicker. Within the last four months the pain relief was not as good as the stimulation shifted and then returned to where it was, but it was not as effective. The patient used the stimulation intermittently, no more than a few hours at a time as stimulation could get annoying and too much to take. It was reported that the they were chargingtoo often. The patient had not recently been reprogrammed or switched to a new group. The patient had not had to increase the voltage at all due to the lack of effect. The rep noted that there were no visible changes at the pocket site and that the patient had not had any changes in weight. The recharging stats indicated that a typical duration was 2 hours, typical interval was 29 days, typical coupling was 8 bars. The rep did not have any specific session information. Therapy impedance check was completed and the values were: program 1: 0+, 1+, 4-, 5-, 450 pw, 4.7v, 45 rate; group imp 435 program 2: 0-, 1-, 3+, 5+, 450 pw, 2.4v, 45 rate; group imp 380. The electrode impedances were between 650-1100 ohms across all reference electrodes. Other relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)